Event description:
It was reported that the patient experienced ventricular tachycardia induced by an autocapture backup pulse. Programming changes were discussed but not made. There were no patient symptoms.